Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at t10-iliac. 9 months post-op it was found that the screw was broken at the sacroiliac joint. The patient underwent a revision surgery to replace the broken screw and a rod. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned however films were supplied for review which found: ap and lateral x-rays of complex construct lumbar and across ls junction is shown to include iliac screws. These verify a broken iliac screw on the right as well as a broken rod on the left. Plif spacers are verified in all visible disc spaces up to l2/3. The upper end of the construct cannot be seen.